Manufacturer narrative:
Findings: pump was received with partially broken reservoir tube lip and missing reservoir tube retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. The customer reported changing the infusion set today and noticed the top part where the reservoir goes is cracked and the clear part is off. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.